Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum infusion pump had an air detector error in the nursing care area during therapy. The customer reported that this error occurred while loading the tube set. It was also reported that there was no patient injury.